Manufacturer narrative:
Manufacture¿s investigation conclusion: review of the submitted log file confirmed events that appeared consistent with a potential issue with the driveline (dl); however, evaluation of the returned dl did not confirm any wire damage that would have contributed to these events. In addition, one low flow event was also confirmed; however, a specific cause for this event could not be conclusively determined through this evaluation. The submitted log file captured low speed and pump stop events on 13feb2023, 17feb2023, 19feb2023, 23feb2023, and 01mar2023 while the patient was connected to the mobile power unit. Based on previous complaint experience, these events could be indicative of a potential issue with the dl. In addition, one low flow event was observed on 12mar2023 while the pump was operating as intended at the set speed. No other notable events were recorded. A distal end dl repair was successfully performed on 17mar2023. The patient reportedly continued to experience low speed and pump stop events post-dl repair, and ultimately underwent a pump exchange on 22mar2023. The distal end of the dl was returned, measuring approximately 19¿ from the controller connector (cc). Layers of tape were observed applied over the silicone jacket from approximately 1" ¿ 4.5¿ from the cc. Upon removal of the tape, damage to the jacket was observed approximately 2.5" and 4" from the cc. Electrical continuity testing of the replaced dl in the condition that it was received found all wires to be electrically intact. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the dl. Upon disassembly, microscopic inspection of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The dl was then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any areas of current leakage. The relevant sections of the device history records for (B)(6) and the driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), document is currently available. Section 1, ¿introduction,¿ provides an explanation of all pump parameters, including pump flow. Section 4, ¿system monitor,¿ provides more information regarding all pump parameters and describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also explains that pump flow is estimated from pump power, and addresses the assessment of pump flow. This section also addresses damage due to wear and fatigue of the driveline, and outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. This section explains that all hmii lvas drivelines have the potential for wire/shield breakdown to occur depending on the length of use and movement/flexing over time. Section 7 explains all alarm condition, as well as how to troubleshoot them. The heartmate ii lvas patient handbook is currently available. The IFU and patient handbook both outline all system controller alarms, including the low flow hazard alarm, and provides information regarding how to respond to and troubleshoot the alarms. The IFU contains a section on ¿caring for the driveline;¿ however, all heartmate ii lvas percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device available for evaluation: the percutaneous lead was returned to the manufacturer. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had multiple low speed advisories and pump off alarms. The log files showed nine pump stops and 17 low speed advisories between on (B)(6) 2023 while the patient was connected to the mobile power unit. A low flow event was also captured on (B)(6) 2023 and two low power hazard alarms on (B)(6) 2023 due to normal battery depletion. X-ray images of the patient's driveline were unremarkable. The patient underwent a driveline repair for a suspected short to shield on (B)(6) 2023 without issue. Post driveline repair the patient was experiencing speed drops and pump stops. An internal driveline fractured was identified and as a result the patient underwent a heartmate ii to heartmate 3 pump exchange on (B)(6) 2023. As on (B)(6) 2023 the patient remained in the intensive care unit, recovering. The plan is to discharge the patient home on pump support.